Event description:
It was reported the patient¿s stim had been shutting off. It was noted this was not related to the patient¿s position and just happened at different times. It was noted it didn¿t happen as often when the patient was lying down. It was noted the issue started 1-1.5 months ago and was unrelated to any falls/trauma. Impedances were all found to be within normal limits. Electrodes 0-7 were within 800-900 ohms, and 8-15 were within 1000-1700 ohms. It was reported the patient¿s adaptive stim (as) was enabled at the end of (B)(6). The ins was shut off the day of the current report and the patient was asked if it felt like that when stim shuts off. The patient reported it didn¿t feel like that. It was reported when stim shut off the patient felt stim at the ins site. The normal stim area was the lower back and legs. It was noted that the patient had to ¿shut it off and turn it back on¿ in order to get stim back on. It was unknown if stim turning off correlated to the charge level. Additional information received reported the manufacturer representative would be following up with the patient on (B)(6) 2014.

Event description:
Follow up information received reported that the patient met with the manufacturer¿s representative on (B)(6). Impedances were checked and everything came back within normal limits. The patient¿s doctor asked the patient to come back in the beginning of june. There will be a discussion with the doctor to see if they want to revise the battery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).